Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump had power error detected alarm for every four hours. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board after disconnecting and reconnecting the internal battery connector on electrical board the pump was monitored and functioned properly.